Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that during unpacking/stylet removal and or during preparation for use inadvertent mishandling resulted in compromising the tip resulting in the reported loose or intermittent connection; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during supera preparation, the nose cone (tip) appeared loose. The device was being prepped per instructions for use without any other issue noted. It could not be confirmed if the tip was accidently pulled during preparation. The device was discarded and there was no patient involvement. No additional information was provided regarding this device issue.